Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The photographic evaluation of the returned image noted a malformed staple. Functional testing could not be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemorrhoidal resection, there was poor staple formation. There was excessive tissue incorporated into the barrel of stapler and donuts were not complete. Staple never form or form partially since about 1/4 of circumference was done. Device component fell into patient cavity and was retrieved using forceps. Surgical time was extended for more than 30 minutes and extended incision for more than 1 inch as they will suture it for anastomosis of tissue. The event led to additional 1 day of stay in hospital.